Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the distal circumflex with no tortuosity and heavy calcification. The 2.5 x 15 mm tenku rx balloon ruptured during the second inflation at 8 atmospheres (atm). No resistance was reported during advancement or during retraction. There was no reported adverse patient effect. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections d1/type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.